Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the single port monopolar cautery instrument a da vinci product to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument was found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user-installed tip accessory. The broken piece was not returned and measures approximately 2.97 mm x 3.67 mm in size. One of the two contacts inside the tube adapter is found to be bent. Due to the damage, the user tip accessory is impossible to install. The housing was removed and found to be undamaged. The inputs were manually articulated and passed. The probable root cause is attributed to excessive force applied to an installed tip accessory during use, such as inadvertent collisions with other instruments. Additional common causes include improper installation or removal of the tip accessory. The instrument was found to have a bent electrical contact. One of the two contacts was found to be bent outwards due to the damage at the tube adapter.

Event description:
It was reported that during central processing, the single port monopolar cautery instrument had a broken tip. There was no report of patient involvement.